Event description:
Cardiologist believes device failed before it was expected to. "Battery life shorter than expected." Asks for report to be made in case others have had same experience. ICD was upgraded to biventricular ICD from another MFR.